Manufacturer narrative:
The failure was confirmed by the repair technician through disassembly and visual inspection. Corrosion was found affecting the components of the device including the motor, rotor, and bearings. The device was repaired and placed back into stryker stock.

Event description:
It was reported that prior to a procedure at the user facility the loaner core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that prior to a procedure at the user facility the loaner core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.